Event description:
The consumer alleges while he is driving the chair, it shuts down, slams on the brakes and consumer allegedly falls out of the chair. No injury is alleged.

Manufacturer narrative:
No injury reported. The user alleges the chair intermittently shuts down and he falls out of the chair. Consumer states they do not wear their seat positioning strap which is recommended by the manufacturer. Chair's maintenance history is unknown. The chair is equipped with electronic brakes and if source power is removed the chair is designed to stop. Nature of complaint suggests a possible damaged cable. Alleged malfunction is unconfirmed MDR is filed as a conservative measure.